Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that during an implant procedure. The left ventricle (lv) had difficulty being maneuvered into the coronary sinus. The physician elected not used the lead in the procedure on (B)(6) 2024. The patient was stable throughout.

Manufacturer narrative:
Correction: upon review the low voltage lead manufacturer report 2017865-2024-64539 should not have been submitted as medical device report (MDR) as the new information received that lead difficulty being maneuvered into the coronary sinus branch was due to complications posed by the patient's anatomy.